Event description:
It was reported that the device reached recommended replacement time (rrt) after less than two years of service and did not meet expected longevity. It was noted that left ventricular (lv) outputs were high and had been going up as the lv lead thresholds had increased. It was also reported that there was an alert and on interrogation it was noted that lv impedance was high. Fracture was suspected. The device was explanted and replaced and the lv lead was turned off and subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Battery depletion was indicated/ elective replacement indicator (eri). Time of recommended replacement time (rrt) in save to disk occurred on (B)(6) 2013 with device rrt of less than or equal to 2.6251 volt. Concomitant products: 5071 implantable pacing lead (B)(6) 2005, 6949 implantable tachy lead (B)(6) 2005, 5076 implantable pacing lead (B)(6) 2005. (B)(4).